Manufacturer narrative:
Device display properly and no missing segment/partial display anomaly noted. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or rewind anomaly noted during testing. No unexpected heating up of battery, battery tube or electronic assembly was noted. No traces of heating up including burns, electrical shorts or heat damage components in electronic assembly was noted. Device had cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had haziness over the whole screen and forced to tilt screen in order to see what on the display. Customer¿s blood glucose level was unknown. Customer also reported that they were three forth inch crack down the reservoir compartment and battery compartment had several cracks 1/4 in size along grooves of battery compartment and motor sounds louder than usual when going through rewind process or delivering insulin and several random no delivery alarms. Customer stated that the discoloration on the bottom of the insulin pump and which almost looks like overheating. The device will not be returned for analysis.